Event description:
The initial rptr, human resources mgr from the industrial facility, indicates the following: individual working in the quality sorts area, inspecting parts, felt itching in her hair and on her neck and chest areas. When she removed the gloves she noticed that her hands were red and then noticed redness over her entire body. The individual indicated that she had a headache and backache and had taken two ibuprofen tablets prior to the event. The individual drove herself to a clinic. At the clinic the drs were briefly unable to find a pulse or blood pressure. Individual was given an injection of an adrenaline stimulant. Individual remained conscious, however, she stated that her vision was spotted and she felt as though she was going to pass out.